Event description:
It was reported that the pump delivered a bolus without user input and while the pump was in sleep mode. There was no reported impact to the customer¿s blood glucose level. Customer confirmed in pump history that the quick bolus function option was turned off and pump logs confirmed there was no patient interaction.